Event description:
It is reported that the device was implanted in 2003. Post-op there was osteolysis on the tip of the screw. A revision surgery will be needed, but has not been scheduled yet.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No product was returned for evaluation. Device history records indicate MFR to specification.